Event description:
I had my right hip replaced on (B)(6) 2003, with a depuy pinnacle multihole ii acetabular cup, j&j femoral stem, ztt proximal sleeve, s-rom metal on metal femoral head. In 2003, my right hip began to have persistent snapping and pain in my groin area. I went back to see my orthopedic and he said everything was fine with my hip. I continued to endure the pain and in 2007, I received an injection of the bursa done under ultrasonic control which has gave me certain amount of relief. In addition, right after my hip replacement in 2004, I became very sick. At first the doctors thought I had lung cancer, but then diagnosed me with sarcoidosis - a autoimmune disease of the soft tissues. This diagnosis was never confirmed by another doctor, but because no one could figure out what was wrong with me, they said I had sarcoidosis. I developed persistent feelings of malaise - basically I didn't fell well and was very tired. I developed food allergies and currently do not eat any grains, corn, oranges, raspberries, dairy, aspartame, and turkey to name a few. Struggle with constipation. I also developed depression and anxiety and am currently on lexapro and trazadone to manage these emotions. I have chronic pain in my soft tissues; my hands, my joints and the area around my pupils are very painful, my eyesight has gotten worse. The pain in my right hip continues to this day and I walk with a slight limp. Since I am self employed, it is difficult for me to take off work to have my hip replaced again, but in less than 10 years, it looks like that is where I am going. When I don't work, I don't get paid. Diagnosis: right total hip arthroplasty.